Manufacturer narrative:
The following fields were updated with corrected and/or additional information: b5. It was reported when using the bd phoenix¿ m50 automated microbiology system, a panel sensitivity issue occurred and led to false resistant results. No health impact or consequence reported. B6. Relevant tests/laboratory data: disc method. H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported false resistance results on some samples. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a light source adjustment and cv test. The instrument was returned to the customer in working order. No instrument errors were reported. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, a panel sensitivity issue occurred and led to false resistant results. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, a panel sensitivity issue occurred and led to false susceptible results. No health impact or consequence reported.